Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the fiber was broken and firing straight from the tip, but no portion of the fiber detached. The fiber was exchanged and the second fiber was used to complete the procedure. There was no patient or user harm due to this event.

Event description:
It was reported that during a benign prostatic hyperplasia surgical procedure the fiber was broken and firing straight from the tip, but no portion of the fiber detached. The fiber was exchanged and the second fiber was used to complete the procedure. There was no patient or user harm due to this event.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. The fiber tip is broken and detached 1 inch from the distal end of the fiber; the distal part of the fiber/cap was returned. There is signs of melting at the location of the fracture. The glass cap exhibits severe devitrification likely to known inherit risk of the device. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. This would cause reduced vaporization efficiency. The observed break was concluded to be due to excessive bending during the procedure. An evaluation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.